Event description:
On (B)(6) 2010, it was reported that the pt could not increase the amplitude on the device. The sales rep met with the pt and observed high impedance on multiple contacts. The rep reprogrammed the pt using the valid contacts and was able to recapture the stimulation. On (B)(6) 2010, the pt informed the rep that he was again unable to increase the amplitude on any of his programs. On (B)(6) 2010, it was reported that the pt's leads have been revised. During the procedure it was discovered that the leads were not totally seated into the header. The leads were then reconnected to the ipg. No product was explanted. The pt is currently doing well.

Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.